Manufacturer narrative:
This report is to retract report 2017865-2021-18258 submitted on 18 amy 2021. This report was erroneously submitted.  This is a not a reportable event.   All previously submitted information should be corrected to not applicable and null fields.

Event description:
Related manufacturer reference number: 2017865-2021-18259. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.